Event description:
Pt reported the infusion device primed more than 15 units and "didn't react," and the pt had to remove the battery to stop the prime procedure. This occurred on (B)(6) 2011 around 10:00 am, and no error messages were received before or after the event. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.